Manufacturer narrative:
Device evaluated by MFR: it was indicated that the device would not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that atrioventricular (av) block was experienced. During an ablation procedure to treat atrial flutter (4:1 conduction with heart rate of 54/min), an intellatip mifi¿ xp ablation catheter was selected for use. During the procedure, asymptomatic first degree av block grade ii+iii occurred during sleep. No device malfunction occurred. The procedure was completed and the event resulted in a prolonged hospital stay. No actions were taken as the patient refused implantation of a pacemaker.